Event description:
In june 2000, the pt was seen by a co rep for device evaluation. At the time, the pt underwent a complete electrophysiologic evaluation. Well-formed responses were observed. According to the center, the pt has not made progess as expected. In july 2002, the pt was seen by a co rep for device evaluation. The pt's parents reported that the pt has facial stimulation when volume is set higher. At that time, no anomalies were observed during device assessment. A recommendation was made for another electrophysiologic test. In november 2002, pt was seen at the center for device evaluation. Testing confirmed that device output was fine. In 2003, the pt's explanted device was received at the co. Notification from the center was not received at the co that explant surgery was scheduled.